Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having trouble making the medtronic unit work. The patient said they increased the stimulation a little higher and they felt an electric feeling down below where they shouldn't have it. The patient decreased the stimulation and they still felt the stimulation. The patient stated they had the stimulation set at 1.3 and they thought maybe 1.5 would make it work better but the stimulation down below was too much so they turned the stimulation back to 1.2 but now it's not stopping the urine from flowing. The patient mentioned they have bone cancer and they have an appointment for a pet scan this afternoon. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having trouble making the medtronic unit work. The patient said they increased the stimulation a little higher and they felt an electric feeling down below where they shouldn't have it. The patient decreased the stimulation and they still felt the stimulation. The patient stated they had the stimulation set at 1.3 and they thought maybe 1.5 would make it work better but the stimulation down below was too much so they turned the stimulation back to 1.2 but now it's not stopping the urine from flowing. They have an appointment for a pet scan this afternoon. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.